Event description:
Note: this report pertains to one of three complaints that occurred during the same procedure. Refer to manufacturer report # 3005099803-2009-03163 and 3005099803-2009-03164 for the other associated device information. It was reported to boston scientific corporation that three resolution clip devices were used during a duodenal bleeding ulcer clipping procedure on a male patient performed in 2009. According to the complainant, during the procedure, the first two clips exited the sheath, but they would not open or close. The third clip deployed, but the housing unit above the clip broke off. The metal piece was retrieved along with the clip using retrieval forceps. This was done, because it was convenient to do so. The procedure was completed with a fourth resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The complainant indicated that the device was disposed of and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.